Manufacturer narrative:
A system service check of the avanta fluid management system serial number (B)(4), was completed on september 21, 2021 which confirmed that the injector was operating within bayer specifications. A request for the return of the disposables and/or lot numbers used in the reported occurrence have been made. Additional applications training has been offered to the customer and will be scheduled upon request. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an alleged air injection and subsequent patient death occurred while a avanta fluid management system (serial number (B)(4)) was in use. The customer has been contacted and additional information has been requested. No further information has been provided at this time. Currently, there is no specific allegation and/or indication that the avanta fluid management system was at fault.

Manufacturer narrative:
On september 20, 2021 information was reported to a bayer service representative regarding an alleged air injection and subsequent patient death that occurred while the avanta fluid management system (serial number (B)(6)) was in use. Additional information was received from the customer on october 7, 2021. The actual incident date and date the patient expired is now confirmed to be (B)(6) 2021. The patient was reported to be an 80-year-old, female undergoing a diagnostic coronary angiography procedure. The patient was reported to suffer cardiac arrest following an injection of contrast media. The user described visualizing a few air bubbles during the procedure. The exact size and anatomical location of these alleged bubbles was not provided by the customer. Additionally, the customer was uncertain of how the air bubbles were introduced and commented that it may have occurred during the set up by the operator and connection of the disposables. There was no specific allegation and/or indication that the avanta fluid management system was at fault. In addition, a system service check of the avanta fluid management system was completed on september 21, 2021 which confirmed that the injector was operating within bayer specifications. A request for the return of the disposables and/or lot numbers used in the reported occurrence has been made; however, the customer reported that the disposables are unavailable for return and the lot numbers used are unknown. Therefore, testing of retained samples is not possible. Additional applications training has been offered to the customer and has been declined. There is no evidence of a device malfunction. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to this reportable event.